Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens was removed without enlarging the incision, due to the surgeon changing mind to use a different lens as the patient had weak zonules. No sutures were required.